Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection on the returned unit via the naked eye noted a black particle embedded in the material of the tubing line. The particle was molded within the material of the tubing line and was not in the fluid path. The particle was identified to be polyvinyl chloride (pvc) material via a fourier transform infrared spectroscopy (ftir) test. Pvc is the materials of the tubing line. Fragment of burnt pvc (black particle) can potentially be embedded in the material of the tubing during the manufacture of the tubing line. Burnt pvc is a byproduct of the tubing material. Based on the analysis result, the particulate matter was not in the fluid path and made of the same material as the tubing line. This event is unlikely to cause harm and does not impact the sterile pathway. Pm outside of the fluid path does not impact the product delivered to the patient. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, h4, h6 (update codes), h11. Correction: f10/h6: health effect - impact codes (replace code). B5: it was further reported that the device was filled with 79ml fluorouracil and 5ml sodium chloride having a final volume of 84ml. H4: the lot was manufactured between january 8-9, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photo sample which showed a black dot on the tubing line. It was unknown whether the black dot was embedded within the material of the tubing. The reported condition was verified. The cause of the issue could not be determined; however, probable cause may be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had a black particle in the line of the device. The issue was noticed before patient use. There was no patient involvement. No additional information is available.